Event description:
It was reported that undersensing was noted in the atrial lead at the prehospital discharge device evaluation. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 4076 implantable pacing lead (B)(6) 2013. (B)(4).